Manufacturer narrative:
Investigation evaluation: the wire guide said to be involved was returned for evaluation. The sphincterotome was not included in the return. Our evaluation of the returned product confirmed the report. Approximately 7.1 cm of the coating beginning around 27 cm from the tip, was stripped on the wire. The peeled coating was returned with the wire guide. The peeled coating did not exhibit spiraling at the point of separation. As a result of the condition of the returned wire guide it cannot be determined if any coating was detached. A product - specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use for this product notes for best results, wire guide should be kept wet. Also, use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide. Prior to distribution, all cook fusion pre-loaded with acrobat wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook fusion pre-loaded with acrobat wire guide sphincterotome was used. They cannulated with the sphincterotome and advanced the acrobat wire guide into the common bile duct, the performed a sphincterotomy in an attempt to remove gallstones. An olympus single use mechanical lithotriptor was advanced over the wire guide. Once the basket was opened and closed a few times, the tip of the basket broke free from the wire. The olympus basket was removed and replaced with a cook fusion extraction basket. As the basket was advanced over the wire guide, difficulty was experienced and they were unable to advance the basket over the wire guide. The extraction basket was removed and they attempted to advance a cook fusion extraction balloon over the wire guide, and once again were unable to advance the device over the wire guide. The acrobat wire guide was removed from the endoscope and upon examination was found that approximately 10 cm of the coating at the distal tip had stripped. Another long wire guide was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.